Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The stain in the lens was likely due to physical stress from bumping or dropping the distal end of the scope, or chemical stress from the chemicals used resulting in the glue around the light guide lens peeling off and allowing moisture to enter and corrode it. However, the root cause was not determined. The event can be detected/prevented by following the instructions for use which state: the detection method is described in the operation manual tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are described in the operation manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. The detection method is described in the operation manual tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the duodenovideoscope's adhesive on the light guide lens, air and water tube, and air and water cylinder had foreign objects. The inside of the light guide lens had discoloration. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.